Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on 05/07/2021. The investigation results showed the affected device passed all the tests, no issue was found on the down stream occlusion alarm, and no issue was found on the loose or damaged connections or components inside the pump. The complaint couldn't be confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00013.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 3/18/2021, distributor of infutronix reported a complaint on behalf of an end user, "I'd like to send a pump back to you for evaluation. No apparent problem with the pump, but we had a patient that had a possible reaction to his treatment hours after being hooked up with homegoing 5fu. He ended up in the hospital several hours later. Pump was stopped and he was disconnected. The patient passed away sometime in the next couple of weeks, I believe. We would just like to have the pump tested to rule out any involvement of the pump in that part of his treatment for our records." The distributor also stated that patient harm does not seem to be from the pump and the end user seems to agree. No information was provided for the event date. Operator patient. Medication 5fu. Patient involved. Patient was harmed.